Manufacturer narrative:
Additional manufacturer narrative: report indicates central and perivalvular regurgitation less than 2 months post implant of an edwards surgical aortic bioprosthetic valve, which was unsuccessfully treated with a transcatheter valve implant, then subsequently explanted. The explanted device has not yet been returned to edwards for evaluation. The provided information suggests that this event is possibly due to inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. The original implant operative report of the subject device in (B)(6) 2013 has not been provided. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No further action is required at this time.

Event description:
It was reported to clinical affairs that a patient underwent an implant of an edwards transcatheter bioprosthetic aortic valve inside of an existing edwards bioprosthetic aortic valve due to severe aortic regurgitation after a period of approximately 3 months. Patient reportedly had severe regurgitation and shortness of breath pre-operatively.

Event description:
Patient medical records indicate the following: " this is a (B)(6) male patient who underwent an emergent coronary artery bypass grafting as well as bioprosthetic aortic valve replacement in (B)(6) 2013 due to left main dissection after a complication from a proximal lad stent placement. Following the surgery the patient was noted to have severe aortic regurgitation that was both central as well as perivalvular in etiology. He was evaluated and accepted in the partner trial valve-in-valve nested registry and underwent successful trans femoral transcatheter valve-in-valve implantation (B)(6) 2013. Unfortunately postprocedure it did appear as though his perivalvular leak was still quite significant, ·with an MRI showing a regurgitant fraction of 40%. He was evaluated by cardiothoracic surgical service, and the team determined that he would be best benefitted by a redo surgical aortic valve replacement. This will be scheduled in the near future." Edwards then learned that the patient underwent another surgery to explant the bioprostheses, and received another edwards pericardial bioprosthetic aortic valve. No further information provided.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Additional information will be reported once available.